Event description:
It was reported the wife called to report that the suction is too harsh causing the patient to experience pain to his private area when the system suctions the urine. She wonders can she apply any type of salve to stop the pain. It's unclear if lot number was requested. Used with male wicks. Unclear if medical intervention was provided. No additional information provided.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. Dfmea #ra0301710, revision 10 was reviewed for this investigation. The reported event is addressed in step/item #1.08. Based on this review the risk is within the expected range. Baw0338931, rev 2 was reviewed for this investigation. The labeling is found to be adequate. A DHR could not be performed since no lot number was provided. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.